Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. Visual inspection found no defects. The customer reported that the jaws stuck together during the procedure and were unable to be opened. The reported condition was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated.

Event description:
The customer reported that the device jaws were unable to be re-opened during a colectomy case. There was no patient injury as a result. A new device of the same type was opened and used to complete the case.